Event description:
It was reported that a malfunction occurred with the customer's pump. There was no reported impact on the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.